Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of uneven weight distribution across the joint possibly related to joint instability, which led to wear of the ps post and articular surfaces of the tibial insert.the most probable root cause associated with the reported event of "prosthesis wear" is associated with undesirable stability of the joint or implant construct.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) y/o female patient had a l knee revision and ended up doing a poly swap, ps poly had a lot of wear on the articulating surface, with delamination of the post and articulating surfaces of the condyles. ¿patient did fine¿. Device will be returned for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.